Manufacturer narrative:
Section d1 brand name: corrected. Section d4 catalog number: corrected. Section d4 primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Related MFR #2916596-2023-02125 captures the onset of the patient's driveline infection. The pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had swelling, redness, and pain from their left thoracotomy site. The patient was admitted and had an incision and drainage performed on the left thoracotomy site near where the left ventricular assist device (lvad) was placed. Wound cultures revealed staphylococcus aureus bacteremia requiring the patient to be placed on intravenous cefazolin for a 6-week course along with oral doxycycline. The patient was referred to an outside hospital for further evaluation and treatment. The patient was discharged on (B)(6) 2023.